Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer was hospitalized for 2 days with unexpected hyperglycemia. Her blood glucose elevated to "hi," and she was treated with insulin. When her blood glucose decreased she was placed back on the infusion device, but her blood glucose increased again. She then switched to a different infusion device. Clarification was requested, and it was reported there is no "real" allegation against the infusion device system. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.